Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 872465. The expiration date was not provided. The field service engineer inspected the analyzer, particularly the rinse volumes. He washed the reaction cell parts, performed a cell blank, checked the fluidics flow path, and replaced the reaction cells and lamp. The investigation determined that the identified dirty reaction cells caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable tina-quant hemoglobin a1cdx gen.3 assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 6.1 %. The repeat result was 5.3% and 5.4 % the initial result was deemed high compared to previous results, prompting the rerun. The repeat results were deemed correct.